Manufacturer narrative:
DHR review. Additional manufacturer narrative - attempts to obtain additional information have been unsuccessful. The device was not retrieved as it remained implanted. Without receipt of additional information the reported re-operation cannot be investigated and a root cause cannot be determined. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a valve that required valve in valve intervention after an implant duration of ten (10) years, two (2) months due to unknown reasons. The patient was implanted with a 29mm transcather valve within the existing valve. No additional information has been obtained. There were no reported complications.